Event description:
It was reported that the pacemaker system was explanted because the patient experienced an infection. There was no replacement because physician determined it was no needed. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)